Event description:
The patient was revised on (B)(6) 2022 for dislocation for second time ( (B)(6) 2022). The first surgery was realised on (B)(6) 2022. The surgeon explanted 1 humeral cup 135/145° ø40+3. The surgeon implanted 1 stability cup ø40+3.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.